Event description:
It was reported that a spectrum iq infusion pump under infused. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of "under infusion, bag was still full" was not reproduced. The device was tested for flow accuracy and delivered within specified range. The event history log was reviewed, however the event occurrence date and event parameters were not provided. The last infusion ran to completion without interruption however it is unknown if this is the infusion reported. The pump setup and fluid level remaining in the bag cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.